Manufacturer narrative:
Photos received for investigation, upon evaluation the presence of black particles and traces apparently of grease are observed. Some are observed inside, however it is unknown whether it is inside or outside. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. It is confirmed that the presence of black foreign particles or grease can be due to cleaning failure after having made some adjustment in the machine by failures or after a change of measure since the machine is intervened by the mechanics.

Event description:
It was reported that the syringes 3ml 22ga 1-1/4in jpk/sil no assy ndl were found with grease-like and/or black, powdery foreign matter on them, and plastic fragments in the packaging. Lot #'s 9015772 and 9015795 were reported by the customer, but it was not specified if one or both were involved in the event, nor was it specified how many occurrences happened. The following information was provided by the initial reporter, translated from spanish to english: "we are receiving dirty syringe (it's like grease or black powder) sometimes only small particles, waste like packaging or small league, plastic (difficult to detail with the speed of the process) and others in greater quantity but the result is the same "the process is interrupted."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015772. Medical device expiration date: 2024-01-12. Device manufacture date: 2019-01-15. Medical device lot #: 9015795. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-15. (B)(6). Investigation summary: photos received for investigation, upon evaluation the presence of black particles and traces apparently of grease are observed. Some are observed inside, however it is unknown whether it is inside or outside. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: it is confirmed that the presence of black foreign particles or grease can be due to cleaning failure after having made some adjustment in the machine by failures or after a change of measure since the machine is intervened by the mechanics. Corrective actions include, feedback to operators and reinforcing clearing and cleaning after a change of measure. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringes 3 ml 22ga 1-1/4 in jpk/sil no assy ndl were found with grease-like and/or black, powdery foreign matter on them, and plastic fragments in the packaging. Lot #'s 9015772 and 9015795 were reported by the customer, but it was not specified if one or both were involved in the event, nor was it specified how many occurrences happened. The following information was provided by the initial reporter, translated from spanish to english: "we are receiving dirty syringe (it's like grease or black powder) sometimes only small particles, waste like packaging or small league, plastic (difficult to detail with the speed of the process) and others in greater quantity but the result is the same "the process is interrupted."